Event description:
While priming the vincristine to an IV tubing, I made sure the blue clip clicked. While priming the chemo, I saw a small chemo leakage between the connection of the spiro clip and the tip of the IV tubing. I immediately stop the priming and brought the chemotherapy to the pharmacy. Chemo was disposed properly. Spiro c-clip lot #: 4799815.

Event description:
While priming the vincristine to an IV tubing, I made sure the blue clip clicked. While priming the chemo, I saw a small chemo leakage between the connection of the spiro clip and the tip of the IV tubing. I immediately stop the priming and brought the chemotherapy to the pharmacy. Chemo was disposed properly. Spiro c-clip lot #: 4799815.

Event description:
While priming the vincristine to an IV tubing, I made sure the blue clip clicked. While priming the chemo, I saw a small chemo leakage between the connection of the spiro clip and the tip of the IV tubing. I immediately stop the priming and brought the chemotherapy to the pharmacy. Chemo was disposed properly. Spiro c-clip lot #: 4799815.

Event description:
While priming the vincristine to an IV tubing, I made sure the blue clip clicked. While priming the chemo, I saw a small chemo leakage between the connection of the spiro clip and the tip of the IV tubing. I immediately stop the priming and brought the chemotherapy to the pharmacy. Chemo was disposed properly. Spiro c-clip lot #: 4799815.